Event description:
Procedure completed in (B)(6) of 2011. About 6 mo. Later began having horrible back pain and right hip pain. Each period required change of tampon hourly if not sooner due to bloodflow. Joints in my body hurt more than normal and pain began in my right upper arm. I began gaining weight and attended (B)(6) to try to lose it, resulting in gain of weighing more than when started. I consulted with my ob-gyn and was told the essure didn't cause it and can not be removed because its permanent. She advised an ablation instead. I've been treated for mental health issues many years prior to procedure, during, and currently as that has nothing to do with these symptoms. (B)(4).